Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and malaise ('essure placed and she was very sick immediately and need to be hospitalised') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy leaving cervix and ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the malaise had not resolved. The reporter considered malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. Reporter added. Updated outcome of event malaise as not resolved(previously reported as unknown). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and malaise ('essure placed and she was very sick immediately and need to be hospitalised') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy leaving cervix and ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and malaise ('essure placed and she was very sick immediately and need to be hospitalised') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy leaving cervix and ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.